Event description:
(B)(4). Same patient as MDR ID# 2134265-2013-02662. It was reported that post coronary stenting treatment procedure, chest pain, dyspnea, diaphoresis, stent thrombosis, in-stent restenosis, and myocardial infarction occurred. In (B)(6) 2010, the subject presented with history of constant, sharp left chest pain for three days, associated with mild nausea, diaphoresis and shortness of breath. The subject was diagnosed with unstable angina. Cardiac catheterization was recommended which revealed a 95% stenosed de novo lesion located in the mid left anterior descending artery (lad). The lesion was 22 mm long with a reference vessel diameter of 3.0 mm and treated with pre-dilatation and placement using a 3.00 x 24 mm taxus liberte stent with 0% residual stenosis. During the index procedure, post deployment of study stent, the subject experienced chest pain. The chest pain was treated with fentanyl. Two days later, the subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the subject presented with chest pain associated with dyspnea and diaphoresis and hospitalized. At the time of the event, the subject was not on the dual antiplatelet medication. Aspirin was discontinued in (B)(6) 2012 and the study drug was discontinued in (B)(6) 2011. An ECG revealed st segment elevation through v2 and v4. Cardiac enzymes were noted to be elevated, consistent with the protocol definition of mi. The subject was diagnosed with sub-acute anterior myocardial infarction. Cardiac catheterization was recommended which revealed 100% proximal in-stent restenosis of study stent extending from the mid-lad to the 1st diagonal. The in-stent restenosis was treated with thrombectomy and placement of an unknown 3.00 x 38 mm stent. Post deployment of the stent, the mid lad and 1st diagonal were treated by kissing balloon technique with 0% residual stenosis. The following day, the event was considered to be resolved without residual effects and the subject was discharged on clopidogrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).